Event description:
It was reported that a chemo therapy set leaked. The customer reported that the leak was observed at the seal of the double drip chamber. This occurred during therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4)0 a request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation information: the actual device was not returned. An evaluation of a retained sample was performed. Visual inspection did not identify any malfunction. The retained sample was also gravity and leak tested. The set flowed without issue and was found to meet specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.